Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 403 mg/dl. The customer was treated with syringe. The customer also reported via phone call that she was hospitalized due to high blood glucose. The customer blood glucose was 545 mg/dl. The customer was admitted to the hospital . The customer was treated ivy drip. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call back when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.